Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper placement, occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. During deployment of the trunk-ipsilateral leg component, the right internal iliac artery was unintentionally covered by ipsilateral leg. The physician tried to maneuver the device more proximally but was unable to. A wait and see approach was taken because left internal iliac artery was patent. The patient tolerated the procedure.